Event description:
It was reported that during the surgery, the surgical needle of this complaint product was fractured during use. Therefore, the surgeon used a back up product for the surgery. No further information known.

Manufacturer narrative:
(B)(4). G2: japan h3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, g3, h1, h2, h3, h6, h11. Reported event was confirmed as visual examination of the returned product identified there were only 2 needles returned. No other pieces of the device were returned. One of the needles has been fractured and not all of the pieces were returned. There are also several gouges at the end of the needle near the fracture site. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.